Event description:
This incident was reported by a guerbet company representative on (B)(6) 2021. The reporter states that when filling the 60ml syringes from a vial, the contrast spurted out into the techs face and clothes. It was extremely difficult to advance the pistons to purge the air from the syringes by hand. Excessive force was required to perform this and the technologist commented that "it should not be this difficult". I witnessed this event and I too agree, there was excessive force required to move the syringe piston. I tried it myself and agree. She stood the syringe upright with the piston on the counter top and with both hands pushed down on the syringe and still could not purge the syringe without excessive force. No patient attached, occupational exposure, contrast agent involved was dotarem. No injury and no delay in patient exam occurred.